Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and fentanyl at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and spinal pain. It was reported that the pump got infected. The pain pump was removed 2 weeks after it was put in ((B)(6) 2018) because it got infected. The patient later reported it was "a week later." The patient confirmed she did not have any pumps implanted as of (B)(6) 2019. There were no further complications reported at this time.